Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty pcba system control board. The part was replaced. The replaced part was sent back to the manufacturer for further analysis, however, the results of the investigation have not been reported yet. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when the operation/connection test was performed for the navigation system, ¿emergency¿ was found to be activated when the power of ias (image acquisition system) was turned on. After disabling the reset button, the emergency condition could not be canceled. The medtronic representative inspected the dongles, internal cables, and other components, but could not resolve the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
The analysis of the suspect system control board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.